Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd.

Event description:
It was learned that this patient with a bioprosthetic aortic valve, implanted approximately for nine (9) years and three (3) months, underwent a valve-in-valve procedure due to severe aortic stenosis. A tavr was successfully performed with an edwards transcatheter valve with no complications. The patient tolerated the procedure well and was taken to the pacu in stable condition. The patient was doing well and was deemed stable for discharge home on pod #1.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve-in-valve is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient with a bioprosthetic aortic valve, implanted approximately for nine (9) years and three (3) months, underwent a valve-in-valve procedure due to unknown reasons. The failure mode was not provided. A tavr was performed with an edwards transcatheter valve. Patient's post-op status noted in recovery. No other details provided.